Event description:
Anesthesiologist was using co introducer kit, percutaneous sheath to insert balloon catheter. The pt was a 200+ lb pt. There was no problem with insertion of the subclavian line needle or the guide wire. A kink occurred in the j-wire as another co's introducer was slipped over to facilitate passing thru pt's subclavian. When the wire was pulled out, it was frayed.